Manufacturer narrative:
Analysis of the neurostimulator found the connector port was obstructed with medical adhesive. The final analysis found the ins is electrically okay, however, there was adhesive in the #8-15 connector port at the sealing ring between the #14 and #15 balseal connectors. The high impedance issue in the #8-15 connector port was caused by the fact that the lead was not completely inserted because it was hitting the adhesive at the last sealing. This caused the connectors of the lead to be misaligned with the ins balseal connectors.

Event description:
It was reported that during a lead revision, there were high impedances. Both the old and new lead had high impedances for contacts 8-15. Contacts 0-7 worked fine. The implantable neurostimulator (ins) was replaced, and the new lead was then working fine. It was noted that there were no patient symptoms or injures related to the event. The patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 3778-60 lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product type lead; product ID, 3778-60 lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID, 37754 lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID, 37744 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.